Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the gear was broken and motor was blocked on the compact air drive device. It was further determined that the tests for "attachment coupling, attachment coupling with attachments, reverse locking mechanism, air leak, triggers for fwd/rev mode, for untrue running, excessive noise, power with test bench, starting behavior" failed during pre-repair. This event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.